Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the procedure was to treat a pre-dilated lesion in the proximal circumflex (cx). There was heavy tortuosity, moderate calcification and 90% stenosis. The xience v stent was placed in the lesion, but during the first inflation at 12 atmosphere, a pinhole rupture was noted on the distal balloon shoulder. An additional dilatation was done with a non-abbott balloon and the procedure was completed with no pt effects.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant info.